Event description:
It was reported that four months prior the patient had a fall resulting in a broken arm, injured leg and hospitalization. Since then the right ventricular (rv) lead pacing impedance has slowly increased from 400 ohms to greater than 2000 ohms where it plateaued. Also, since the patient fall the rv lead threshold had increased from 0.5 volts at 0.4 milliseconds to 3.5 volts at 1.0 millisecond. A patient check confirmed the findings and defibrillation threshold testing was done which failed at 20 joules. There was concern the rv lead had a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress and the exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The visual summary analysis of the lead indicated apparent explant damage. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: d224vrc implantable cardioverter defibrillator (B)(6) 2009. (B)(4).